Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system with the voicemate vsr system within 10 minutes: 1) 24 mg/dl and 86 mg/dl 2) 29 mg/dl and 137 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.